Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported after performing yearly maintenance service; the device has shaken waveforms seen in positive end expiratory pressure (peep) values. The customer reported the engineers will reassemble the check valve and then reinstalled it back. However the issue remains unresolved. The customer reported taking an older umbrella valve from an older vela ventilator and installed it to the vela. This fix immediately solved the shaken valve problem. The customer reported there is a difference between umbrella valves included in the pm kit and within the older vela ventilator. The issue occurred during patient use. The customer reported the patient was immediately put on a different ventilator and the reported problem was not reproduced on the second ventilator. At this time, it is unknown whether or not there is any patient consequence associated with the veent.

Manufacturer narrative:
The customer reported there is no patient harm associated with the event.